Event description:
Pt had s/p 10fr mallecot catheter placed on 10/14/1998. Placed following surgery for diverticulum, left post bladder on 10/14/1998. When md tried to pull catheter in the physician's office approximately 2 weeks later, the catheter broke off.